Event description:
A falsely elevated troponin I result of 2.03 ng/ml was obtained a patient sample. The test was run in duplicate and the second result was 0.39 ng/ml. The results were not reported to the physician. The original sample was retested in duplicate on an alternate analyzer and results of 0.40 and 0.42 ng/ml were obtained. Patient treatment was not prescribed or altered and there was was no report of adverse consequences to the patient as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I was conjugate splash from the r2 probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was conjugate splash from the r2 probe. A dade behring field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.